Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the device was performed and did not identify any physical damage on the exterior of the product. A functional evaluation confirmed the complaint issue of difficulty to turn the u.I assembly into the locked position due to corrosion. The ui corrosion issue is a known problem impacting versajet products and is currently being addressed by an open CAPA, we are confident the corrective actions will greatly reduce the reoccurrence rate of this complaint issue. Following the complaint assessment suitable repairs were conducted and the device was tested and confirmed working within expected parameters. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that versajet 2 power console would not accept the hand-piece key.